Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were done. Upon visual inspection a bubble was noted on the dso (downstream occlusion) seal. Disposable test was failed where defective dso sensor is noted. The reported event was not confirmed. The cause of the reported issue could not be determined. Dso seal and dso sensor will be replaced. Resolution of the reported issue was not confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that during testing the pump's precision test is problematic, giving more than needed. There was no patient involvement, and no patient harm / adverse event reported.